Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the inuslin pump may have been exposed to moisture. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. No moisture damage found on electronic assembly and motor. Insulin pump cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.